Event description:
New information received noted the right ventricular lead was recalled back in december 2009 due to externalized conductors. However, the right ventricular lead was not replaced during generator change in 2013 due to patient risk. It was noted that the right ventricular lead failed. Also, the physician indicated that the right ventricular lead appeared to be externalized. The patient has been scheduled for right ventricular lead explant procedure. There were no patient consequences reported.

Manufacturer narrative:
Additional information: b5, h6, h7, h9.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information notes that the lead was explanted on (B)(6) 2020.

Manufacturer narrative:
As received, a partial lead was returned in seventeen pieces. The reported event of insulation abrasion was confirmed. Final analysis found that the insulation was abraded at 1.1 to 3.5 cm from the reference end. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. The reported event of high defib impedance was not confirmed. The lead impedance could not be tested due to condition of the lead as received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that the right ventricular lead exhibited high voltage impedance greater than upper limit. Also, the patient received a vibratory alert. No interventions were reported. The patient is scheduled to be admitted and have the right ventricular lead evaluated. There were no patient consequences reported.